Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
As per a patient call, it was reported that patient underwent surgery on (B)(6) 2004 (year valid) with implantation of cervical disk. On an unknown date, post-op, the patient reported of having a lot of nerve pain in her neck, tingling and numbness in her hands and arms. The patient reported that "she has developed a burning sensation in her neck and is concerned that she has nerve pain". The patient underwent CT, myelogram and MRI for her cervical spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.